Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was replaced at the customer site. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation. During the evaluation of the device at third-party service center, two system error codes were found in the ventilator's downloaded error log. The device's system printed circuit assembly board would need to be replaced to address the issue. Additional findings not related to the malfunction/issue was contamination found in the muffler assembly, blower assembly, bellow blowers, machine flow, in-line filter, and both in-line proximal filters. All of these parts would need to be replaced on the device. The air inlet foam filter would need to be proactively replaced on the device.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was replaced at the customer site. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.